Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso sensor, cracked rear housing, and malformed front housing. Functional testing was able to verify and duplicate the reported problem. It was determined that the faulty dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a continuous alarm. There was no patient involvement.